Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information was received that the reason for explant was inadequate pain relief. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred long time ago. Block d6b: explant date: long time ago. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 2000021945. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 20575855.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.